Manufacturer narrative:
On (B)(6) 2020, the manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. On (B)(6) 2020, mentor became aware of additional information that was misreported in the previous submission. The patient¿s left-sided infection occurred sometime before the right-sided rupture, leading to explant approximately six months before the right-sided device was operated on. The patient then went on the six-month course of antibiotics, at which point she was medically cleared for reimplantation. It was during the operation for the right-sided device that the patient planned to have her left side reimplanted. Also, the patient is caucasian. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: mycobacterium infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a 400cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (baker grade unknown). Additionally, the patient developed an atypical mycobacterium infection on their left breast. On (B)(6) 2019, the patient underwent a bilateral explantation and the surgeon discovered a rupture on the right-sided device. Both devices were removed and replaced by like devices (left-sided catalog number 3504001bc, left-sided serial number (B)(4); right-sided catalog number 3504001bc, right-sided serial number (B)(4)). The patient was prescribed a 6-month course of antibiotics post-surgery to treat their infection.